Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer suctions water from the channels and rinses out the operating channel. The customer does not use detergent during pre-cleaning. The customer uses detergent aniosyme x3 during manual cleaning and brushes the operating channel, the suction cylinder, the operating channel port and the distal end/forceps elevator area. The scope was manually disinfected using anoxy twin. The customer stores the scopes horizontally (in a sterile field) in a cabinet without a drying function. Olympus is the customer¿s maintenance company (last time was january 2022). The scope was pulled from service following the identified contamination. The scope was not sterilized. The device was evaluated by olympus. The device failed the forceps passage functional check. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus, the oes cystonephrofiberscope tested positive for two (2) colony forming units (cfus) of micrococcus species and coagulase-negative staphylococci and one (1) cfu of an unidentified gram positive bacteria. The issue was found during routine culture of the scope at reprocessing, before use. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.